Event description:
Reporter stated that caller from facility reported that unit had had a free flow situation. A new transfer set was installed on the unit, along with source containers. When the final bag was spiked into the junction of the transfer set, fluid began to flow into the final container, even though the unit was not pumping. The reporter asked the caller if rotors had been turned for operator's manual instructions to properly seat the tubing. She replied that it was possible that not all rotors were turned. Reporter had her discard the final bag, turn each rotor two turns counterclockwise, attach a new final bag and observe for free flow. This resolved the issue, so the unit was not sent to product services for evaluation. No pt involvement.